Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report in h10 section the manufacturer incorrectly selected manufacturer narrative and e1 section was also not updated which have been updated in this report.